Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) was under-sensing leading to false pause detections. The patient was asymptomatic. No changes were made and the patient was in stable condition.